Manufacturer narrative:
Qn# (B)(4). The customer returned one peel-away sheath/dilator assembly for analysis. Signs of use were observed on the returned components. Visual analysis revealed that the distal end of the sheath tip was slightly split and damaged. The blue extrusion stripe was also curved at the location of the tip. No defects were observed with the dilator. The sheath length from the tabs to the tip measured 2 3/4", which is within the specification limits of 2 5/8"-2 7/8" per the peel-away product drawing. The sheath outer diameter measured 0.0918", which is within the specification limits of 0.091"-0.101" per the peel-away extrusion product drawing. The sheath inner diameter at the proximal end measured 0.074", which is within the specification of 0.074 - 0.075" per the peel-away extrusion product drawing. The sheath was functionally tested per the instructions for use provided with this kit, which instructs the user, "ensure dilator is in position and locked to hub of sheath ". The dilator was fully advanced in the sheath and the hub was able to snap into the sheath hub with little to no issues. R & d and manufacturing have been consulted regarding investigations of this nature. They stated that various factors could contribute to the observed damage to the sheath tip, including the sheath tip manufacturing process and/or undue force applied unintentionally by the user. Due to the possibility that manufacturing contributed to this damage, they will further investigate this issue. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. A finding was identified. A non-conformance was created for part number eb-01051-002 with lot 34c24a0308 regarding peel-away sheath tears incorrectly. At this time, it cannot be determined if this finding is relevant to the reported event. The report of a damaged peel-away tip was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the sheath tip was partially split. Despite the damage, the sheath met all relevant dimensional and functional requirements. Various factors could contribute to the observed damage to the sheath tip, including the sheath tip manufacturing process and/or undue force applied unintentionally by the user. Therefore, the root cause is undetermined at this time. A non-conformance was initiated to further investigate potential root causes at the manufacturing site. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the peel away buckled in the middle of the sheath, it was not a difficult insertion and the clinician is very skilled and familiar with "choking up" on the sheath and advancing in small increments. They had to replace the sheath with another single sterile but they were able to complete the procedure without further incident." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".